Event description:
Boston scientific crm received information that one week post implant, system evaluation noted complete loss of ventricular capture. Therefore, a revision procedure was performed. It was revealed that this right ventricular lead had dislodged. The patient has twiddlers syndrome and this lead and the associated atrial lead were wrapped around each other approximately ten times.

Manufacturer narrative:
This lead was successfully repositioned and all testing was within normal limits. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.